Event description:
It was reported that the lead had episodes of far-field r-wave sensing seen. The lead was reprogrammed from partial to partial-plus. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.